Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient was implanted with a 25mm portico valve on (B)(6) 2022, along with a baseline balloon aortic valvuloplasty (bav). It was noted that the implantation depth was too shallow, and that there was sufficient calcium to allow for sealing. On (B)(6) 2022, the patient had low blood pressure and moderate to severe paravalvular leak that was observed on transthoracic echocardiogram (tte), and a valve in valve implantation was performed, implanting a non-abbott device. The patient status was unknown.

Manufacturer narrative:
N/ah6 medical device problem code: code 2616 added.

Event description:
N/a.

Manufacturer narrative:
An event of the low blood pressure and moderate to severe paravalvular leak was reported. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force.removed code 4582 no clinical signs, symptoms or conditions. Added code 4580 insufficient information.